Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient was reporting poor communication with or without antenna on patient programmer. Patient went to turn up the stim and was getting nothing. Patient changed the batteries and they were still getting poor communication. It was reviewed as if patient was not receiving therapy, consider ins longevity relative to date of implant and redirect to doctor. Patient said yesterday, they were bladder gushing. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.